Manufacturer narrative:
The returned device was thoroughly tested. The device was unable to be interrogated and no therapy was available. The pulse generator was cut open and the battery was confirmed to have a normal current drain. As there was no battery failure identified, the root cause of the reported error code was unable to be established.

Event description:
It was reported that during a scheduled follow up appointment, this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a scheduled follow up appointment, this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.